Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The chikai 10 guide wire with its separated tip was returned for evaluation. The elongated coil was fractured at approximately 17mm from the proximal-mid solder that was originally located at 45mm in order to fix the coil onto the core. At approximately 30mm from the solder, the core was fractured. The coil on the separated tip was disarranged at approximately 10mm distal to the distal-mid solder that was originally located at 25mm from the tip, indicating torsion had accumulated on the coil. From the disarranged coil through the tip, the guide wire was helically deformed. At approximately 7mm proximal to the distal-mid solder, fracture end of the coil was located and the underlying inner coil was exposed. The end of the inner coil showed cuts made during production; the inner coil remained in one piece. The coil and the inner coil were unraveled for observation purposes. It revealed the fracture end of the core was located at approximately 15mm from the tip. Proximal and distal ends of the fractured core was observed by scanning electron microscope (sem). It showed that both end were twisted and had a flat fracture surface where elongated dimples formed a ring pattern. Sem observation was also performed on the fracture ends of the coil. Both sides of the fracture ends of the coil were twisted and had a flat fracture surface, indicating torsion generated as the coil was straightening had contributed to coil fracture. In sum, the core and the coil were fractured at approximately 15mm and 30mm from the tip respectively. Measurement of the returned chikai 10 suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated by wire manipulation in attempts to cross the bent vessel had most likely contributed to the observed fracture on the returned chikai 10 guide wire. The applied stress would localize and accumulated due to the bend and therefore exceed the product design limit. Further applied tensile stress generated with wire removal made the elongated core to fracture. It was conclude that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720 degrees) in the same direction. [Malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the tip of an asahi chikai 10 guide wire had separated during embolization of a main tumor-feeder derived from the right middle meningeal artery (mma). The guide wire was delivered with a non-asahi sl10 microcatheter into the feeder; however, failed to cross a bend proximal to the feeder. Multiple attempts were made to cross the bent section by pushing and torqueing the guide wire when the wire tip showed no torque response. The physician removed the guide wire when the wire tip became detached from the body in the vessel. The separated tip was retrieved by a gooseneck snare. Embolization was successfully completed. There were no adverse patient effects associated with this event.